Manufacturer narrative:
The lens remains implanted in the patient¿s eye and therefore not available for analysis. A review of the device history record (DHR) has been performed and there were no anomalies or discrepancies identified that may have contributed to the reported event. No similar events were reported for this product lot. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Tass (toxic anterior segment syndrome) is an inflammation typically following a non-eventful cataract and anterior segment surgery. Potential causes of tass include: problems with materials placed in the eye such as bss, viscoelastics, anesthetics, antibiotics and poor cleaning/sterilization of the instruments during surgery. Based on the available information the root cause of this event could not be conclusively determined. No corrective action is required.

Event description:
It was reported that one day post-operation of a combined vitrectomy and a sutured intraocular lens (iol) implant into the right eye, severe inflammation was noticed. The patient noticed very poor light perception and a decrease in their vision. A secondary surgical intervention in the form of an intraocular injection to treat possible endophthalmitis was performed one day post op. In the surgeon¿s opinion the most likely cause of the event was culture negative endophthalmitis or tass. The patient's current prognosis is good.